Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the home choice (hc).the registered nurse (rn) stated they were performing training with a dummy tummy. The technical service representative (tsr) assisted the rn to cycle power and suggested the rn start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the dummy tummy was completely empty at the time of the alarm. An empty dummy tummy is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.